Event description:
Balloon hyperinflation. With recurrent impaction of the balloon in the gastric antrum. According to the doctor, the patient was recovered well and released on the same day.

Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation; therefore, no analysis or testing has been done. A review of the device labeling notes the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.